Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer experienced multiple temperature alarms. There was no affect to the customer's blood glucose level. The temperature was reported to be 80 degrees and 60 degrees. The customer will continue to use the insulin pump until the replacement is received.